Event description:
Premature deployment of intravascular stent. An 8 mm x 60 mm everflex stent was being used to treat dural sinus stenosis causing symptomatic idiopathic intracranial hypertension (pseudotumor cerebri). This was off label use, as there is no stent currently approved for this purpose. The stent was delivery system was advanced to the jugular bulb but could not be advanced further to the intended site at the transverse-sigmoid sinus junction due to angulation at the jugular bulb. Several attempts were made to advance the stent using a 0.035" glidewire and a stiff glidewire, but after these were unsuccessful, the delivery system was removed. At this point, it was noted that the stent had deployed in the distal sigmoid sinus and proximal jugular vein, despite the fact that the safety had not been released and the rotating thumb wheel used to control stent deployment had not been touched. Upon noting that the stent had prematurely deployed, the delivery system was inspected, and there was no evidence of crimping, kinking, or other trauma to the device. A second 8 mm x 60 mm everflex stent was deployed without difficulty at the intended site after obtaining more distal purchase with the guiding sheath. There was no adverse affect on the patient nor need for prolonged hospitalization. FDA safety report ID# (B)(4).